Event description:
Per the audiologist's report, this patient experienced static with device use. Implant testing revealed normal receiver/stimulator function. An x-ray or CT confirmed proper electrode array placement was requested, but no results were reported. The patient stopped using the device. Reprogramming and swapping of external equipment was tried to no avail. The surgeon explanted the device in 2007 and reimplanted a new device the same day.

Manufacturer narrative:
This type of event is addressed in the device labeling.